Event description:
Customer reported the insulin pump alarmed no delivery after a set change. Customer attempted to bolus and the device alarmed no delivery. Customer's blood glucose was 110 mg/dl. Customer was advised to disconnect at quick release. Fixed prime was performed, insulin did exit and the insulin pump alarmed no delivery. Customer was advised to remove reservoir from the device. Disconnected and reconnected the reservoir and infusion set at the tubing connector and pushed insulin through the tubing, insulin did exit. Manual prime was performed, insulin did exit. Customer was advised the device was working as designed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.